Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component.: 4. Malfunctions and adverse events the following malfunctions and adverse events have been reported. Potential adverse events are included but not limited. (1) malfunctions accidental spillage, broken/damaged component, consistency of material altered, difficult or impossible to extrude, needle disengagement (partial or total), packaging error, plunger trouble, product discolored, short fill, voids/air bubbles.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista voluma xc in the cheek using the packaged needle. When the plunger was drawn to check reverse blood, the plunger rod came off from the gasket. The doctor could not reconnect the round area at the tip of the plunger rod. There was no injection of product into the patient. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found a syringe full of gel where the plunger rod was disconnected. The plunger tip was still inside the syringe.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista voluma xc in the cheek using the packaged needle. When the plunger was drawn to check reverse blood, the plunger rod came off from the gasket. The doctor could not reconnect the round area at the tip of the plunger rod. There was no injection of product into the patient. There were no injuries.